Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the coupler ring of a 2.5 mm coupler ¿spontaneously popped out of coupler device as surgeon was attempting to use for anastomosis¿. Another coupler was used to complete the procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.